Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b obtained positive patient sample and after repeat test negative result was obtained using only the flu a/b test kit. No treatment or patient impact. The following information was provided by the initial reporter: discrepant results obtained with use of triplex vs flu a/b kit. Patients tested positive for flu a successively. Dr. Was suspicious and repeated the testing using only the flu a/b test kit. Results from flu a/b test kit were negative.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b obtained positive patient sample and after repeat test negative result was obtained using only the flu a/b test kit. No treatment or patient impact. The following information was provided by the initial reporter: discrepant results obtained with use of triplex vs flu a/b kit. Patients tested positive for flu a successively. Dr. Was suspicious and repeated the testing using only the flu a/b test kit. Results from flu a/b test kit were negative.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2332350. It was reported that four patients tested positive for flu a successively, but the doctor was suspicious and repeated the testing using only the flu a/b test kit. Results from flu a/b test kit were negative. Patients had to be recollected for further testing due to the false results. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample analysis were performed on the batch number provided. Results were acceptable and no relevant issue was found. No photos or samples were received; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. H3 other text : see h.10.